Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, b.6, d.4, d.6b, g.2, h.4, h.6.

Event description:
A healthcare professional reported that a patient experienced "inflammation from breast implant¿ and ¿palpable implant on the caudal implant edge on both sides with rippling".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, red particle in the shell and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported swelling, late seroma and capsular contracture iii-IV on the right side. The device was explanted.

Event description:
Patient reported swelling, late seroma and capsular contracture iii-IV on the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late.

Event description:
Patient reported swelling, late seroma and capsular contracture iii-IV on the right side. The device was explanted.